Event description:
It was reported that the patient had their scs system explanted for a loss of therapy. No further information is known at this time.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information and patient weight. Further information was requested but not received. Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.